Event description:
It was reported that the customer was home alone and had a low blood glucose level. Customer's mother had to call the paramedics. Customer was taken to the hospital on (B)(6) 2015. Customer's blood glucose level was in the low 20's mg/dl. Customer's mother stated that it was the customer's birthday. Customer was released and now she is at home on shots. Customer was offered to troubleshoot, but the pump is already being replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-98854.